Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose value was 97 mg/dl. Customer performed self test and it was passed. Customer reports they were able to clear the alarm. Customer able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery. Customer states display was blank. Customer states the contacts on the battery cap are not missing or damaged. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.